Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally pressed "new" instead of "fill" during the fill tubing process. Customer believes the wrong menu was selected because the sensitivity of the touchscreen is not accurate. Reportedly, the customer has to press buttons several times for the pump to respond. There was no reported impact to customer's blood glucose level.